Manufacturer narrative:
The reported events of loss of capture and helix mechanism issue were confirmed. Final analysis found a complete lead was returned in one piece. The x-ray examination showed that the inner coil inside the connector region was over torqued consistent with procedural damage. The visual inspection of the lead did not find any anomalies with the exception of procedural damage. The cause of the reported event of helix mechanism issue was bent helix and over torque of the inner coil which is consistent with procedural damage. The cause of the reported event loss of capture was broken inner coil filars at the connector region which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was unable to capture and unable to retract helix the right ventricular lead was removed and replaced. The patient was in stable condition.